Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached sensor wire occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2019. The patient¿s mother reported that a sensor wire was retained inside the patient¿s arm. When they removed a failed sensor, the wire was not attached and there was a crusty blood spot. She tried unsuccessfully to remove the wire with tweezers but when she moved his skin, could see a ball moving in there. The wire was completely embedded in his skin and she could feel a lump. She took him to the doctor on (B)(6) 2019, who made an incision, searched for the wire, removed it, coiled up in a ball, and closed the incision with sutures. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined.